Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. The pump was received with cracked lcd window at the upper right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of a prime/fill anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out. The customer stated that insulin did not drip after she let go of the act button. The customer stated that the motor does not slow down and the numbers did not ramp while holding act button to prime. The customer will return the pump for analysis.